Manufacturer narrative:
The explant is planned; however, there is no information in the report that confirms it has been completed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient wants to have her intraocular lens explanted from her eye. The patient stated that when looking at something, it looks like it is moving and her vision is not good. The explant is planned. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: during follow-up, the customer confirmed that the explant was done on (B)(6) 2017. No incision enlargement, no vitrectomy, no sutures were required. There was no patient post-op injury. If explanted, give date: (B)(6) 2017. Device available for evaluation? Yes, returned to manufacturer on 5/7/2017. Device returned to manufacturer? Yes. (B)(4). Device evaluation: the product was returned for evaluation. Visual inspection with the unaided eye showed that the product was cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.